Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized earlier this month for diabetes ketoacidosis. The blood glucose reading was more than 500mg/dl. The customer stated that he was throwing up blood. Offered to troubleshoot the insulin pump, but the customer declined. The customer stated that after this incident, his blood glucose is under control. No further information was performed.